Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a telemetry issue in which the device underwent a power on reset (por). It was noted that the por caused loss of telemetry and the device was unable to deliver a high voltage therapy during an event. Device explant is planned for the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analysis of the device memory indicated an issue with wireless telemetry. If information is provided in the future, a supplemental report will be issued.